Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast implant prophylactic removal to avoid injury. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation surgery with two unspecified texture gel implants experienced dissatisfaction of textured implants post procedure. Patient is wanting to replace implants just because they are textured. Hcp states no issues with implants. As a result, patient had an explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.